Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed that a communication error occurred in guidance, the robot arm was about to be driven onto a planned trajectory, due to a vigilance device failure. This type of error can be provoked either by a momentary mis-connection of the foot pedal or, most likely, by a misuse of the foot pedal. However, not enough elements are provided to determine with certainty which caused the device shutdown. (B)(4).

Event description:
The complaint occurred at 9:33 am while using the guidance mode to drive to trajectories to mark the patient¿s head. When the arm was on its way back to the intermediate position it shut down for no observable reason. This caused a short 5 minute delay.